Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) was unable to be interrogated with the programmer. The icm was explanted and replaced. Upon explant, the device interrogation was successful. No patient complications have been reported as a result of this event.